Event description:
It was reported that the cuff of a portex® bivona® adult tts¿ tracheostomy tube "had been pierced" after a few days. The patient had difficulty breathing at the time of the event. The tracheostomy tube was replaced. No permanent injury was reported.

Manufacturer narrative:
One portex bivona adult tts tracheostomy tube was returned for analysis in used condition. Visual inspection of the device identified some wear on the cuff. After testing, a leak was detected on the cuff. Using magnification, the area of the leak was inspected showing abrasion marks and appeared to have been worn away. The investigation could not determine what caused the wear on the cuff (i.e. Scrubbing during cleaning, rubbing on cartilage in the trachea, etc.). Manufacturing 100% leak tested the lot of devices and quality performed a leak test on a sample of the lot. If the wear had been present, the device would have failed. The investigation could not determine how the cuff became worn.